Event description:
Reported by the complainant as follows. Nurse relates that the pt was an elderly female, with a history of copd, on high doses of steroids. She does state that this incident occurred not 2 weeks ago, but many months ago. She does not recall the pt's name or physician. She states she thinks she had the fms inserted for diarrhea related to c-diff. She recalls the pt required suturing in the rectal area, but no further details can be recalled. Nurse called back to relate that she discussed this case with the pt's medical doctor. She declines to provide his name. Further reports that upon removal of the fms, the pt experienced lower gi bleeding, and was taken to the or, where the area was sutured. The pt then did well. Nurse will discuss with the surgeon, and will phone back if he will allow direct contact for further details. Dr. Believed tear was caused by the flexiseal fms. Nurse did not wish to share md's contact number. She did state that the pt had been "a long term steroidal user".